Manufacturer narrative:
Corrected data: the following device information was not included in the initial report: expiration date 07-jan-2026, and manufacture date: 25-jan-2021.

Event description:
It was reported that a smiths medical cassette cause a smiths medical pump to alarm "no disposable" patient not affected.